Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated an angio-seal was used in 2009. It was reported that the pt died at home following the procedure. No additional info was received.